Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing had detached from the quick release. Upon visual inspection, of the returned used device (1 set), it was found that the tubing was detached from the tubing-tubing connector. No further information available.